Manufacturer narrative:
There was no visible damage to the luers, clamps, extensions or hub. The lumen was trimmed at the 23cm mark. The lumen is separated from the hub. The end of the lumen which remains inside the hub appears to have been pulled. All dimensional measurements were found within specification. The kind of damage presented is not related to the manufacturing processes. The product was in use it is likely that agents external to the manufacturing process may have caused the damage reported by the customer. The incident report indicated the patient was being held by family and was moving around when the line broke.

Event description:
Patient held by family members and while moving around and being handled the line broke at the catheter and wing connection. No harm to patient. Line removed and replaced.

Manufacturer narrative:
An investigation has been initiated. Additional information and the return of the sample for evaluation have been requested. When the investigation is completed a supplemental report will be submitted.

Event description:
The device broke post placement.